Event description:
The custormer reported that while the unit was in use on a patient, the unit displayed a "system failure" alarm message and the unit shutdown. The patient was switched to another unit and thereapy was continued. No patient injury was reported.